Event description:
It was reported that during implant attempt, the screw would not extend. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies were found; however, visual inspection revealed that the defib conductor was distorted and blood was noted in the helix mechanism.